Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as a defective reagent probe b wash collar valve. The fse replaced the wash collar valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous acetaminophen (actm) patient results and quality control (qc) issues for salicylate on their dxc 600 pro instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.